Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a malformed microintroducer is unconfirmed because the product meets its drawing specification. One 4 fr s/l groshong nxt clearvue catheter basic kit was returned for evaluation. Evaluation of the returned catheter kit revealed no obvious use residues throughout the products of the returned catheter kit. A functional test of attempting to slide the complainant microintroducer over the complainant guidewire revealed no resistance or difficulty sliding the complainant microintroducer over the complainant guidewire. Microscopic observations and measurements of the complainant microintroducer revealed nothing remarkable throughout the microintroducer. The measurements of the distal end of the microintroducer sheath were within specifications within the relevant drawing. Nothing remarkable was found during a microscopic observation of the guidewire. Because nothing could be found throughout the guidewire or the microintroducer, the complaint of a malformed microintroducer is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported during the procedure after the dermatomy, at the time to inserting the introducer, it did not introduce it, even when trying to perform a larger dermatotomy, the tip of the introducer is bulging, and it is necessary to open another kit to use the introducer. No harm to the patient was reported. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported during the procedure after the dermatomy, at the time to inserting the introducer, it did not introduce it, even when trying to perform a larger dermatotomy, the tip of the introducer is bulging, and it is necessary to open another kit to use the introducer. No harm to the patient was reported. No other information provided.